Event description:
Customer reported leakage on the device. The issue found during an ebus procedure. According to the reporter, the user was using a vizishot needle and punctured a leak. The intended procedure was completed with the same device. The customer reported no consequences for the patient (longer anesthesia, additional procedures or medicinal treatment). There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign matter spills out when the balloon channel brushed. This report is being submitted for foreign material found from the balloon channel observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the following findings: a foreign matter spills out when the balloon channel is brushed. Roughest contamination could be removed. Furthermore, the following findings on the device were observed: -water channel, distal end clogged - connector leakage. The customer reported issue was confirmed. -forceps port cut - damaged ultrasound probe - lg (light guide) broken, fiber breaking - dent at insertion tube - connector corrosion - insufficient angle - image guide cover lens foggy investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on olympus representative (rep.) Communication with the customer and action taken: rep .communicated the findings and results of the device evaluation to the customer and noted training will be provide for the next ebus procedure. Additionally, per the rep, they will be present to follow up on the pre-cleaning, procedure and cleaning while providing training to the relevant doctor and nurses to avoid problems in the future with the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the foiegn material entered the device through the leak. The specific root cause of the leak could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.